Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include an unexpected stress applied to the video connector due to the user's improper handling caused damage to the pins of the video connector, leading to failure to output the endoscopic images. As the result, scope communication error e30 was displayed.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the user¿s request was confirmed due to a damaged contact pin. A communication error b30 was displayed on the screen due to a faulty cable. The lens coupler tip was found with a dent. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A nurse at a user facility reported a communication error during a therapeutic procedure. There was no patient harm or injury reported. The device was inspected prior to use. A five minute delay was reported and the procedure was completed using another camera head. No additional information has been obtained.